Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced pressure sensor assy, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, lt/rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 18mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. Pressure disc accuracy test failing. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for s/n#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 18mar2016. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the pressure sensor.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported broken/damaged. Pressure disc accuracy test failing. There was no patient involvement.